Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 (b codes). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified in hhe-2020-09-11-02. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: corrected health effect clinical codes.

Manufacturer narrative:
D10: concomitant devices: 5545937 170-36-03 - biolox delta femoral head 36mm od, +3.5mm s002894 180-65-15 - alteon 6.5mm screw, 15mm s002810 180-65-35 - alteon 6.5mm screw, 35mm 5243189 186-01-58 - integrip cc, cluster 58mm, g3 5466475 188-01-11 - wedge plasma x/o sz 11. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 55 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, clicking, swelling, gait impairment, poor balance, bone loss, and bone damage. The patient additionally reported emotional distress. During the procedure a large osteolytic cyst was found, including synovitis. No further issues or complications were reported. No additional information is available.